Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) spoke briefly with the patient on (B)(6) 2011. Due to the patient's language barrier, the mss was advised through another family member to contact the patient's husband, who was currently at a different location. The mss spoke with the patient's husband on (B)(6) 2011 and obtained the following information: the patient's testing frequency, typical blood glucose readings, and her diabetes management are not known. The patient's husband confirmed that the alleged issue first began on (B)(6) 2011 (time not known). According to the patient's husband, between (B)(6) 2011 the patient reportedly obtained blood glucose results in the "70's and 80's"; however, it is not known what action the patient took in response her readings. On (B)(6) 2011 (at 9am) the patient's husband clarifies the patient was feeling lightheaded. The patient reportedly tested her blood glucose with the subject meter and obtained a reading of "36mg/dl"; the patient's blood glucose result prior to the onset of her symptom is not known. In response to the result, the patient reportedly contacted her physician (by phone) and was advised to drink a glass of orange juice and a mixture of water with sugar. According to the patient's husband, the patient retested her blood glucose with the subject meter a few minutes after treating herself, obtained a reading of "30mg/dl", and was then advised by her physician to go to the emergency room (ER). While in the ER, the patient reportedly obtained blood glucose results of "38mg/dl" with the subject meter and "226mg/dl" with the ER's meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the patient's husband, the patient was treated with an unknown medication and IV fluids. Approximately two hours after being treated, the patient reportedly obtained a blood glucose result in the "150's" with the ER's meter and was soon after released from the ER. During troubleshooting, the csr discovered that the subject meter was not programmed to the correct code number (per owner's booklet recommendation). The csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl) and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.